Manufacturer narrative:
The lot number for both malfunctions was provided; therefore, a lot history review will be performed. The devices for both malfunctions has not been returned for evaluation, therefore, the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nod8lpt drainage catheter allegedly experienced a missing component. This information was received from various sources. This malfunction did not involve any patients. One patient is a (B)(6) male with an unknown weight. Age, weight, and gender was not provided for the second patient.